Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) ventricular counters was displaying a lifetime start date that was not equal to the implant date. The start date was approximately three years after reported implant date. It was suspected that the crt-d may have experienced a full power on reset (por) which reset the programming information. The crt-d remain in use. No patient complications have been reported as a result of this event.